Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: sscs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent lead replacement procedure. Patient is satisfied postoperatively. The explanted device not released from facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: sscs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Sc-2218-50 (sn (B)(6)). Investigation result: the device was not returned for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Persistent pain at the ipg or lead site and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50 (sn (B)(6)). Investigation result: the device was not returned for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review confirms that high impedance conditions and resulting ineffective or inadequate stimulation are known risks associated with the use of a spinal cord stimulation (scs) system. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent lead replacement procedure. Patient is satisfied postoperatively. The explanted device not released from facility.